Manufacturer narrative:
Catalog number - the correct catalog number is 14324-97. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis of product return, retains analysis and concomitant product evaluation: the DHR/batch record was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending was not performed since there is clear and sufficient information to determine use-error. The sra indicates the risk associated with this reported quality problem with no impact on safety is considered to be "low." The product was not returned; therefore, no visual analysis was performed. Retains product evaluation was not performed since there is clear and sufficient information to determine use-error. An issue with the concomitant sterrad®100nx is unlikely since the customer reported they continues using the system and did not require service for the reported issue. The assignable cause has determined to be user error as the customer reportedly self identified they overloaded the sterrad® unit which resulted in the suspect positive bi. Customer reported they subsequently processed additional bis without having any other positive bis. The issue will continue to be tracked and trended.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100nx cycle. The subsequent bi results were negative. The affected load was not released for use on patient(s). There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.